Event description:
Rptr indicated that upon interrogation, the pt's device was not set to the same parameters as it was programmed to at previous office visit. It was reported that magnet mode output current was decreased at last office because the pt was experiencing pain with magnet activations. The device was not interrogated following the reduction in magnet mode output current and no device diagnostic testing was performed. The pt experienced an increase in seizures after that office visit and returned to neurologist for evaluation. The pt also indicated that they could no longer feel stimulation. Device interrogation at follow-up visit revealed that normal mode output current was set to oma, indicating that the pt was not receiving the vns therapy. User error during previous programming session is suspected.